Event description:
The customer reported intermittent alarming.

Manufacturer narrative:
(B)(4). The customer reported that when they connect via the web 'system' appears "normal" while the real time alerting is no longer present and is intermittent. - to ge alarming/alerting to reappear the user has to log off then back on - this is not user or pc specific. The response center engineer (rce) had the customer check to see if there are any application related errors before and after the problem has been corrected. "The equipment that had an issue belonged to the customer (web client machine)." The rce confirmed that there was no allegation of a death or si. The rce was not aware how the customer issue was resolved. The product remains at the customer site. Philips has received no reports supporting that any similar failure has been a factor in a serious injury or death. Given that incorrect user settings can cause the reported problem, the available information is not sufficient to support that this was a malfunction. Analysis of complaint records supports that there is no design or labeling problem. Philips is considering that this issue was caused by a malfunction of 3rd party computers (unknown manufacturer) that happened one time. No further investigation or acton is warranted. (B)(4).